Event description:
The vns programming computer serial cable was returned to the manufacturer on (B)(6) 2013. During product analysis it was identified that the serial cable was unable to establish communication using a known good vns programming wand and handheld computer. The cause for the communication difficulties is associated with 2 broken wire connections on the vns programming computer connector plug. Once the wires were soldered back onto the vns programming computer connector plug, the serial cable was able to establish communication between the vns programming computer and vns programming wand.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a (B)(4) vns computer did not work properly and was not able to interrogate a generator. It was concluded by troubleshooting that the problem was with the computer serial cable. Attempts for product return are in progress.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.